Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 460 mg/dl. Customer¿s current blood glucose was 200 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. Auto mode system was not used at the time of event. The insulin pump will not be for analysis.